Event description:
The pt experienced stimulation in the wrong location (chest/shoulder area). It was noted that the pt was driving this morning and thought she was having a heart attack. She pulled over and a ambulance was called which brought her to the emergency room. During this time the company representative was notified and gave info on how to get a clinician programmer to them. The healthcare professional reported that the pt experienced a shocking/jolting sensation in the epigastric area following sometime after a reprogramming session on (B)(6), 2010. Additional info was requested.

Manufacturer narrative:
(B)(4).